Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported damaged belt clip and under delivery. The customer reported a blood glucose value of 41 mmol/l. The customer experienced hyperglycemia treated in hospital with intravenous insulin infusion. The customer also experienced symptoms of confusion, dry mouth, tired, increased thirst, headache at the time of hospitalization. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer has been using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1885.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No crack/broken/missing belt clip rails noted during visual inspection. However, the pump was received with a scratched belt clip rails. A test belt clip lock and removes properly from the pump's belt clip rails. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08785 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 18-jan-2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 18-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week from the event date of 18-jan-2026, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2026 10:04:00.000. Insert battery alarm was found on: (B)(6) 2026 10:40:35.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 at 17:38:58.000. There was no power data available for the date of 15-jan-2026. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Lostsensor1alert (780) was found on: (B)(6) 2026 02:57:00.000 (B)(6) 2026 06:57:00.000, (B)(6) 2026 07:07:00.000, (B)(6) 2026 22:57:00.000, (B)(6) 2026 23:07:00.000, (B)(6) 2026 01:12:00.000, (B)(6) 2026 01:22:00.000, (B)(6) 2026 03:37:00.000, (B)(6) 2026 03:47:00.000, (B)(6) 2026 01:12:00.000, (B)(6) 2026 01:22:00.000, (B)(6) 2026 02:42:00.000, (B)(6) 2026 07:16:00.000, (B)(6) 2026 07:26:00.000, (B)(6) 2026 11:17:00.000. Sensorerroralert (801) was found on: (B)(6) 2026 20:06:27.000, (B)(6) 2026 21:11:27.000, (B)(6) 2026 22:31:27.000, (B)(6) 2026 12:11:28.000 to (B)(6) 2026 12:26:28.000, (B)(6) 2026 13:01:28.000. Lostsensor2alert (781) was found on: (B)(6) 2026 02:59:00.000, (B)(6) 2026 03:09:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (2.85 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a minor scratched lcd window, a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly was not confirmed. Cosmetic damage (crack/broken/missing) at the belt clip rails was not confirmed, however, other cosmetic damage (a scratched belt clip rails) was noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.